Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to change the insulin pump¿s batteries often. They got failed battery tests alarms. Troubleshooting was performed. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. It was the second occurrence of replace battery now alarm without a low battery warning. The customer¿s blood glucose level was 147 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest and displacement test. Power graph analysis and long trace / formatted history files confirmed failed battery test, power loss, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.